Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 13-aug-2015. The most recent information was received on 19-mar-2021. Quality-safety evaluation of ptc: based on follow-up information there is a device shape alteration specifically in the left implant. However there is no reported manufacturing issue of the essure device therefore this case is unconfirmed quality defect. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('on the right side,there was a probable perforation /essure with right perforation'), pelvic pain ('pain on the right side / chronic pelvic pain') and sjogren's syndrome ('diagnosed with sjogren's') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "following an ultrasound, informed her left essure coil is bent". The patient's medical history included pelvic pain female and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant) with polyarthritis, dry eye and eye pain, urticaria ("hives all over my body"), abdominal distension ("stomach is bloated all the time."), ovarian cyst ("cyst on my right ovary."), hypoaesthesia ("numbness on legs"), pain in extremity ("painful tingly feeling on legs"), paraesthesia ("painful tingly feeling"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), dizziness ("dizziness"), rash ("excessive rashes"), migraine ("severe migraine headaches"), fatigue ("chronic fatigue") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy right oophorectomy and da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy right oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, sjogren's syndrome, urticaria, abdominal distension, ovarian cyst, hypoaesthesia, pain in extremity, paraesthesia, back pain, abdominal pain, amnesia, abnormal weight gain, dizziness, rash, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, dizziness, fatigue, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, rash, sjogren's syndrome, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Ultrasound scan - on an unknown date: results: left essure coil is bent. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on the right side / chronic pelvic pain") and sjogren's syndrome ("diagnosed with sjogren's") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant) with polyarthritis, dry eye and eye pain, urticaria ("hives all over my body"), abdominal distension ("stomach is bloated all the time."), ovarian cyst ("cyst on my right ovary."), hypoaesthesia ("numbness on legs"), pain in extremity ("painful tingly feeling on legs"), paraesthesia ("painful tingly feeling"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), dizziness ("dizziness"), rash ("excessive rashes"), migraine ("severe migraine headaches"), fatigue ("chronic fatigue"), device physical property issue ("following an ultrasound, informed her left essure coil is bent") and menorrhagia ("heavy menstrual bleeding"). At the time of the report, the pelvic pain, sjogren's syndrome, urticaria, abdominal distension, ovarian cyst, hypoaesthesia, pain in extremity, paraesthesia, back pain, abdominal pain, amnesia, abnormal weight gain, dizziness, rash, migraine, fatigue and device physical property issue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, back pain, device physical property issue, dizziness, fatigue, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, rash, sjogren's syndrome and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive. Hysterosalpingogram - on an unknown date: coils were properly placed. Ultrasound scan - on an unknown date: left essure coil is bent. Quality-safety evaluation of ptc: based on follow-up information there is a device shape alteration specifically in the left implant. However there s no reported manufacturing issue of the essure device therefore this case is unconfirmed quality defect. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with sjogren's syndrome. She also experienced pain on the right side / chronic pelvic pain. Sjogren's syndrome is an unanticipated event in the reference safety information for essure. It is a systemic chronic inflammatory disorder characterized by lymphocytic infiltrates in exocrine organs. It can occur as a primary disease of exocrine gland dysfunction or in association with several other autoimmune diseases. Considering the pathophysiology of this event and essure's local effect in the fallopian tubes, causality between sjogren's syndrome and suspect insert was assessed as unrelated. Pelvic pain may occur within consumers under essure use (anticipated). Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (planned) due to an event related with essure. Other nonserious events were reported. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0134, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date consumer experienced hives all over body, bloated stomach all the time, pain on the right side, joint inflammation (knees, arm and hands), eyes have become very dry and painful, cyst on right ovary, numbness on legs and painful tingly feeling. She was diagnosed with sjogren's and her ana test was positive. On 08-sep-2015: after close review the event term painful tingly feeling was splitted into separate entries and coded to different pts, pain and paraesthesia. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 13-oct-2016 consumer via legal department: this report is considered legal case from this date forward. Essure was inserted on (B)(6) 2012 for birth control. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, memory loss, excessive weight gain, dizziness, excessive rashes, severe migraine headaches, chronic fatigue, and sjogren 's syndrome diagnosis. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. Following an ultrasound, plaintiffs treating physician informed her that her left essure coil is bent. She is scheduled to undergo surgery to remove her essure coils on (B)(6) 2016. Correction done on 22-nov-2016 based on information received on 25-oct-2016: legal claim was received on 25-oct-2016 (not on 13-oct-2016 as reported previously). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with sjogren's syndrome. She also experienced pain on the right side / chronic pelvic pain. Sjogren's syndrome is an unanticipated event in the reference safety information for essure. It is a systemic chronic inflammatory disorder characterized by lymphocytic infiltrates in exocrine organs. It can occur as a primary disease of exocrine gland dysfunction or in association with several other autoimmune diseases. Considering the pathophysiology of this event and essure's local effect in the fallopian tubes, causality between sjogren's syndrome and suspect insert was assessed as unrelated. Pelvic pain may occur within consumers under essure use (anticipated). Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (planned) due to an event related with essure. Other nonserious events were reported. The technical assessment concluded unconfirmed quality defect. According to medical assessment, there is no relationship between the reported medical events and a quality defect. However, technical assessment update is expected after receiving last follow-up information.